Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a power port of the controller was very loose. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device failed functional testing and visual inspection due to a loose power port 1 connector with exposed wires and the o ring gasket inside the housing. Furthermore, signs of contamination were found inside the same power port. Internal inspection also revealed that the power port 1 connector's locknut and washer were unattached from the port connector, allowing them to move freely between the power board and main board. The loose power port 1 was re-attached and the controller performed as expected. As an additional observation, power port 2 and serial port connectors were also found loose from the controller housing with the o ring gasket displaced; the locknuts were loose inside. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; an internal investigation has been opened by the supplier to address loose connectors. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, damaged equipment should be reported to the manufacturer and inspected. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the clinic with a very loose power port on their controller.  The controller was exchanged.  No patient complications have been reported as a result of this event.